Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for multiple samples. The following example data was provided: (B)(6) 2021 sid (B)(4) initial result = 115 mmol/l, repeat on another alinity = 141 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The customer inspected the module and cleaned the nozzle c4 #1, #4, #5, nozzle, #2 and #3, and cuvette wash probe #6, #7. Cleaning of the parts resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the nozzle c4 #1, #4, #5, nozzle, #2 and #3, and cuvette wash probe #6, #7 did not identify any trends. A review of tracking and trending for the alinity c did not identify any trends for the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the nozzle c4 #1, #4, #5, nozzle, #2 and #3, and cuvette wash probe #6, #7 or the alinity c processing module serial number (B)(6) was identified.